Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failure persisted despite being serviced twice. The user was informed it was a cubie issue; however, after removing the cubie, the drawer continued to fail. The drawer did not register as closed. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was found in a failed state. The field service engineer (fse) reported that the customer recovered and closed the drawer, and the drawer opened and closed correctly; however, the system did not display the drawer position. Further analysis determined that the cubie was not functioning due to a missing magnetic strip and physical damage, which caused incorrect position detection and required replacement. The fse replaced the full-height drawer in the main cabinet, configured it in the application, and verified proper operation using the hardware test application. The system functioned as intended after the field service engineer repaired the device.